Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eight infusion set cannula kinked events between (B)(6) 2024. Some events occurred within 3 or more hours of insertion, while others occurred in 5-6 hours. The insertion site was on the abdomen. The blood glucose level was 500 mg/dl with the presence of ketones at the time of the events; therefore, it was treated with a correction injection via multiple daily injections (mdi). Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.